Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cat spaying, both the needle and thread broke. The suture was detaching from the needle and breaking when the doctor tied the knots. There was no patient injury.